Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The visual inspection found no notable conditions. The investigation found that the hand piece was flushed out with about 400ml of water and there were no signs of paint chips or flakes. The hand piece was inspected for chips and missing paint and there was no missing paint or chips observed. The external and internal housing of the hand piece was observed and there were no additional anomalies observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the unit's coating/inside was chipping off and was missing. No patient involved.